Event description:
It was reported that patient presented in clinic after receiving an appropriate shock. Review of the device printouts showed intermittent ventricular under-sensing. Reprogramming was recommended and device remains implanted.